Manufacturer narrative:
The qa lab found the returned test strips to read an average of 47 mg/dl low, out of specification, and an average of 45 mg/dl, high out of specification. Performance was satisfactory using iqa retention reagent.

Event description:
The customer stated that, she performed normal control tests and the results were too high. She did not allege any adverse events. The test strips were returned for eval, and replacement test strips were sent. The qa lab found the test strips to read high and low out of specification.